Manufacturer narrative:
The product has been received for analysis. Upon completion of the failure analysis of the complaint product, if there is any further relevant information from that review, a supplemental report will be filed. (B)(4).

Event description:
It was reported that this right ventricular (rv) lead was explanted due to twiddler's syndrome. There was not product performance allegation against the lead. No additional adverse patient effects were reported.